Manufacturer narrative:
Insulin pump alarmed a button error due to corroded keypad traces. Insulin pump received with cracked display window corners, reservoir tube lip, and a minor scratched on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he received button error alarm on his insulin pump. Customer stated that he was changing the battery when the alarm occurred. Blood glucose level 134 mg/dl. Nothing further reported.